Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "the surgeon had used a sutures out of each box and said they are fraying after passing through the patient¿s tissue." Please confirm how many of each product experienced fraying in this procedure: quantity of 4999g = quantity of w745 = were there any patient consequences as a result of the event? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2024 and suture was used. Two different boxes of sutures were used. The surgeon had used a suture out of each box, and said that they were fraying after passing through the patient's tissue. No patient consequence was reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/8/2024. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. Additional information was requested, the following was obtained: it was reported that "the surgeon had used a sutures out of each box and said they are fraying after passing through the patient¿s tissue." Please confirm how many of each product experienced fraying in this procedure: quantity of 4999g = quantity of w745 = were there any patient consequences as a result of the event? Response: 1 x suture of 4999g, 1 x suture of w745, no patient consequences. H3 investigational summary: the product was returned to ethicon for evaluation. One sealed box with twelve representative unopened samples and one open box with eleven representative unopened samples that pertain to product code 4999g were received for analysis. The complaint sample was not received for evaluation. In addition, two photos were provided, and it showed two boxes with product codes w745 and 4999g, on the other photo two fraying sutures pieces were observed. Upon initial inspection of the samples, no external damages were observed on the external packets. As per the sampling plan, a visual inspection was performed on thirteen samples. The packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand, and no issues related to fraying sutures or anomalies were observed during the evaluation. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.